Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor anomaly. The customer's blood glucose was unknown. Trouble shooting was performed and found electrode was retracted. Sending replacement sensor. The customer will not send product for analysis.